Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, the physician completed one pass in the target vessel using the cat12. While introducing the sep12 on the second pass, the physician loosened the rotating hemostasis valve (rhv). Subsequently, the rhv fell off of the cat12 and could not be put back together. As a result, the cat12 was not sealed. The procedure was completed using another rhv and the same cat12 and sep12. There was no report of an adverse effect to the patient.